Event description:
It was reported that this right atrial (ra) lead exhibited under sensing of a single atrial signal. Atrial intrinsic amplitude was noted to be out of range. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).